Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for 1-10 colony forming units (cfus) of coagulase negative staphylococcus on (B)(6) 2022. Three days later, the scope was tested again and it tested positive for 1-10 cfus of dermacoccus nishinomiyaensis and 1-10 cfus of micrococcus luteus. Sixteen days after the original test, the scope tested positive for 1-10 cfus of micrococcus luteus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation found that the distal end insulation test failed, the bending angle did not meet specification, the bending rubber adhesive was damaged, the distal end cover was chipped, the connecting tube was deformed, the air/water cylinder was deformed, the suction cylinder was deformed, and the suction connector case unit was deformed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.